Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump lost power without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: power on resets observed in the black box. No cracks in the battery compartment. No damage found to the returned battery cap. Returned battery cap tightens to the pump until resistance is met and no yellow o ring is visible. A 24 hour duration test was performed using the returned battery cap; pump was still delivering at conclusion of test; no power loss events were duplicated using the returned battery cap. The returned battery cap width and height measurements are all within specified range. A pinkish contrast was observed on the display screen. Removed the pump cover and replaced pink display with test display. The test display has normal contrast with no visible signs of discoloration. There was no evidence of intermittent connections or moisture contamination identified inside pump. A tear in the keypad near the up and down key was observed. All keys responded appropriately. The power compliant was verified in the black box but could not be duplicated during the investigation.